Event description:
Impella 5.5 was inserted via right axillary in a patient of 68-year-old male for a cardiomyopathy indication. The patient¿s comorbidities were prior coronary artery bypass graft surgery, known coronary artery disease, and renal insufficiency. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage d. During the course of support, the patient experienced continuous suction alarms at performance levels above p4. Assessment of the device confirmed that the impella position was appropriate. Evaluation of preload status was limited, as a pulmonary artery catheter was not in place. The clinical presentation was further complicated by pre-existing right ventricular dysfunction and severe mitral regurgitation. No laboratory values or additional diagnostic test results were provided. No specific troubleshooting actions or interventions to resolve the suction alarms were documented. The post procedure outcome withdrawal of care on day 28 of support, beyond the pumps indication of use. The relationship between the impella 5.5 device performance and the patient outcome cannot be determined based on the available information and is more likely attributable to the patient¿s underlying clinical condition, including advanced cardiomyopathy, right ventricular dysfunction, and severe mitral regurgitation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added/selected b1. Is product problem and b2. Is death. Added d3 manufacturer fax was omitted during initial report. Added/selected e4 reporter also sent report to FDA was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the reported low pump flow could not be determined as no product or data logs were available for investigation and insufficient clinical details were provided.